Event description:
It was reported that the handheld unit was not charging correctly. The radical-7 was left docked in the radical docking station overnight to charge. The device powered off without an alarm after approximately 30 minutes to 1 hour when removed from the rds. The customer's expectation is that handheld will operate up to 4 hours when fully charged and removed from rds. The customer's expectation is that the handheld will emit a low battery alarm prior to shut down. It was noticed that this unit did not alarm when the sensor initially fell off the patient. Additional information rec'd indicated that there were no audible or visual alarms prior to powering off. The radical-7 device was out of the rds, the patient was moving about the facility playroom. Prior to shutdown, the sensor fell off and there was no audible alarm. Immediately prior to this, there was a sensor off patient message. Alarm silence was pressed by the respiratory therapist. Nurse replaced sensor on patient's big toe. Patient continued to play and move about the room. In 1-2 minutes, the handheld then shut off without warning. There was no low battery visual or audible alarm. It would not power back up after shutdown. It is possible the handheld could have still been on silence sequence after sensor off condition corrected. When handheld was replaced into docking bay on ac power, it then powered up, turned on and battery status checked. It read 0%. This was not a sentinel event. Patient condition was stable and patient unaffected. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During eval the unit was able to power on, however, the device went into shutdown mode without a low battery alarm. The battery was replaced and the unit functioned as designed.